Event description:
Additional information received from a manufacturing representative reported x-rays were done and they were normal. On (B)(6) 2015, stimulation was set to 2-,3+ at 1.6v, 60 usec, 130 hx, with a therapy impedance of 2837 ohms on the left side and 10-,11+ at 1.7v, 60 usec, and 130 hz on the right side. The implantable neurostimulator (ins) battery was at 3.04v. Stimulation was increased to 1.8v on the right and left sides and the patient had good motor response to stimulation with slight side effects of dysarthrophonia.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that an out of range (oor) message was observed on the physician programmer while communicating with the patient's implantable neurostimulator (ins). It was noted that "no" patient symptoms were experienced related to the oor message. The patient reportedly experienced a good motor response to the stimulation, with "slight side effects" of "dysrthrophonia." The patient's system was checked and no actions were taken to resolve the oor. Impedance measurements performed twice on (B)(6) 2015 found unipolar electrodes 0 (2419 and 2419 ohms), 1 (2509 and 2509 ohms), and 11 (2009 and 2120 ohms) and bipolar electrode pair 0-1 (4568 and 4596 ohms) were out-of-range. Further impedance testing performed on (B)(6) 2015 found that unipolar electrodes 0 (2125 ohms) and 1 (2526 ohms) and bipolar electrode pair 0-1 (4206 ohms) remained out-of-range at that time. The cause of the issue was unknown and the issue remained unresolved at the time of report. There was no surgical intervention undertaken and it was "unknown" whether surgical intervention was planned for the issue. Additional information was requested; a supplemental report will be filed if additional information is received.